Event description:
A discordant high sodium (na+) result was obtained with a patient sample on an advia 1800 chemistry analyzer. The initial discordant high sodium result was not released to the physician. The laboratory retested the sample twice on the same system and on their other advia 1800 analyzer. The repeat results from both the initial advia 1800 analyzer and the second advia 1800 analyzer were lower and similar. The repeat results were reported out. There were no known reports of patient care being altered or prescribed due to the discordant high sodium result. There were no known reports of harm to the patient due to the discordant high sodium result.

Manufacturer narrative:
The customer replaced the sodium ise (ion selective electrode) approximately 48 hours before contacting siemens technical support. A siemens healthcare diagnostics field service engineer (fse) was dispatched to the customer site for instrument evaluation. After evaluating the instrument, the fse proactively replaced the mixer motor, stirrer, degasser and j-tube 49. The fse also calibrated the ises and ran qc material. The qc results were within range. The actual cause of the discordant sodium result is unknown. No conclusion can be drawn as to what specifically caused the discordant sodium result. The instrument is performing according to specifications. No further evaluation of the instrument is required.